Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage. Pressure integrity testing was performed at 0.5 l/pm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at one of the tubing/device connections. Reason for return was confirmed. Conclusion: the complaint could be confirmed for a leaking cooling coil ¿ tubing connection. Performed device history check, no anomalies detected. Product analysis of returned product confirmed the leaking cooling coil ¿ tubing connection. A small void was observed where the tie wrap is held together, it did not sit flush against the metal tubing. There is a potential that this is related to insufficient bonding. The leak was between the tubing and the tie wrap as there appeared to be a small void where the tie wrap was held together. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that after administering "del nido" cardioplegia customer noticed a pink color in the ice bucket and a leak from the cooling coil. The device was replaced to complete the procedure. There was no reported patient impact associated with this event. Additional information confirms that the device itself leaked. The amount of blood lost due to leak is unknown. No blood transfusion was required.